Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that infusion leaking at the filter.